Event description:
It was reported that alarm 01 occurred and customer experienced high blood glucose level of 517 mg/dl, with no immediate actions initially taken to address high reading. There was no additional information provided regarding any further impact to the customer¿s blood glucose level. Technical support confirmed cartridge details, arranged return of original cartridge, and instructed customer to load new cartridge; customer successfully loaded replacement cartridge and resumed insulin delivery.